Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned compaint bc191 device revealed that the evaqua material in the lower tubing was torn near the circuit connector. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the cause of the reported event is due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in france reported that a bc191 flexitrunk infant nasal tubing was found to be torn during use. The patient was provided an alternative source of ventilation. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently in route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a bc191 flexitrunk infant nasal tubing was found to be torn during use. The patient was provided an alternative source of ventilation. There was no patient consequence.